Event description:
Per the original reporter in uf/importer report #: (B)(4), "gastrostomy tube balloon broke during inflation, trocar. Portion of trocar broke off during use. Patient admitted for laparoscopic g tube. When using elbow items, an orange piece broke off trocar. Item retrieved and the button on the g-tube broke off. Item retrieved. No harm to patient. Items given to purchasing manager [redacted name] for review with company. 5mm trocar ref# ms100705, lot #p3e0261. Gastric button g tube ref# m1-5-1410-I, lot #221210-042.".

Manufacturer narrative:
This report is a response to MDR report # (B)(4) which was received from FDA by amt on 10/10/2023. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt worked with the original reporter to obtain the device for examination and performed an inspection of the device once returned. A tear in the balloon wall was identified on the device returned. A device history review was completed for the reported lot number and no anomalies were found and there have been no other complaints from other users regarding tears or ruptures from these same batches. Recent trending data shows no anomalies in reported failures from the field. The complaint information has been logged into our complaint database for trending purposes. Complaint # (B)(4) was assigned to this report.